Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During service, fse confirmed the reported issue with the large syringe. Fse found the lead screw and the rail needing lubrication. Fse lubricated the entire the sampling unit. Fse ran quality controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 14736706 from 02-oct-2017 through aware date 02-nov-2018. There were no similar complaints identified during the searched period the g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the 706 syringe-l error message was the large syringe needed lubrication.

Event description:
The customer reported getting 706 syringe-l error message on startup with the g8 instrument. The customer initially reported that the error was intermittent occurring on startup and they were able to run the instrument after that. However, the customer called back the next day stating that the instrument was making a grinding noise and the syringe was not moving properly. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.